Event description:
The pt's meter has not been working for the past three days, since it was displaying an error 4 message. The nurse had set the meter aside and provided the pt with another meter to test their blood glucose until they were able to call lfs to get assistance with the meter. In 2004, the pt tested their blood glucose using another meter and obtained a 360 mg/dl. They did not experience any symptoms at the time of testing and was treated with insulin by the nurse. Nurse contacted the pt's md and was advised to give them 16u of humalog. They did not try to test her blood glucose on the lfs at that time. Customer service had the nurse use a new vial of test strips with the lfs meter and the erroe 4 message displayed on the meter. The technique of applying blood on the test strip was done properly. Customer service sent the pt a new meter and supplies. The pt tests their blood glucose at least four times a day.